Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. "Try it" sound testing was performed and passed. Case opened for interior inspection was performed and passed. Functional receiver inspection was performed and passed. Sound test inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.